Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 3.6 mmol/l and the patient ate some chocolate as she was not feeling well. The cgm reading went up to 5.0 mmol/l, and the patient went into a store. In the store the patient experienced a seizure, fell, and ¿cracked¿ open her head which was bleeding. An ambulance was called by the people in the store and when the paramedics arrived a fingerstick was taken, but the patient did not remember the reading. The blood glucose reading had already stabilized by then, and no treatment for diabetes was needed. The patient was taken to the hospital however due to the head injury. At the hospital the wound was glued, and the patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.